Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the sensor scan error message, "replace sensor" while wearing the adc device after day 3 of wear using the freestyle libre 2 app. As a result, the customer self-presented to the hospital and received unknown treatment, however, further 'mentions that he did not quite sure if it caused a display message" that lead them to self-present to the hospital" furthermore "the customer verbally verified that they are not sure if the product cause medical event." No further information was provided as the customer declined to continue the troubleshooting process. There was no report of death or permanent injury associated with this event.